Event description:
Event description guidant received information that the caller was having difficulty getting capture with the non-guidant atrial lead during threshold testing. The caller started at 3.75 volts with no capture, then 5 volts with no capture. Then, when the nurse went to 7.5 volts, there was no output on the ventricular channel of the pacemaker. The patient is pacemaker dependent so there were only p-waves on the EKG. The device has been implanted over 15 years.